Event description:
It was reported that the pt did not have much efficacy from the implanted device and desired to have it removed. During the explant procedure, a small piece of the lead remained in the pt. Subsequently, the pt had a complaint of backache and tingling sensations. She visited an orthopedic surgeon who noted that her problems were due to the lead fragment left behind. X-rays taken showed small fragments in the terminal part of the wire but was thought not to be the cause of her problems. Also, it was reviewed that any attempt to remove the fragments would be risky. Additional info was requested.

Manufacturer narrative:
(B)(4).